Manufacturer narrative:
Evaluation summary: the findings are consistent with the experience of "difficult to split the sheath". The carving of the nylon shaft is consistent with an acute angle between the nylon shaft and the tube set during thumb advancement. The root cause for the shaft carving is undetermined. No malfunction was detected. Review of the device history record for this device did not produce any findings relevant to this investigation.

Event description:
It was reported that a trained physician attempted arteriotomy closure of the common femoral artery using the starclose device after an unk procedure. Reportedly, the sheath was difficult to split and there was resistance advancing the thumb advancer. Hemostasis was achieved with manual compression. There were no pt adverse effects. No additional info available.